Event description:
False positive result (s). I brought this test to prepare for the holidays and both test came out positive. Went to the doctor and took a rapid and pcr both negative. Do not buy this test.